Event description:
The customer reported a leak from the needle cartridge of the coulter lh 750 hematology analyzer while running a sample. The customer stated that approximately 0.5 ml of fluid leaked and was not contained within the instrument. The customer indicated that the instrument generated retic background failure on startup and partial aspiration errors on all three controls. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and eyeglasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. Cts advised the customer to replace the needle cartridge assembly to resolve the leak and correct the retic failures and partial aspiration errors. Cts instructed the customer to run samples and customer did not note of any further issues. A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event. The customer was able to resolve the issue with the help of cts over the telephone. (B)(4).